Event description:
It was reported by the patient that they ¿have been hearing a tone from my ICD (implantable cardioverter defibrillator) all weekend. It plays every 4 hours.¿ this is indicative of a lead integrity alert (lia). No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).